Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received and an out of insulin alarm was identified. Additionally, it was reported the customer believes the pump is delivering more insulin after the basal iq suspended delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.